Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred at the start of a routine hemodialysis treatment. Partial rinseback was completed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Eval of the returned prod identified a leak in the cartridge. The cycler alarmed appropriately. The cause of the leak is under investigation. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.